Manufacturer narrative:
Concomitant medical products: addrs1 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high threshold measurement and a potential loss of capture. The lead is still in use. No patient complications have been reported as a result of this event.